Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number or serial number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that an elderly female patient was brought to the emergency department. It was noted that the patient had likely lost 15 kg of weight in the past two months. She was admitted to the unit the next day. Nine days later, the physician ordered a feeding tube be placed. At 1400, the feeding tube with iris technology was placed via the left nare by a nurse from the neurological unit. The first placement confirmation chest x-ray showed the ¿enteric tube courses beyond the diaphragm and field-of-view.¿ the radiologist notified the dayshift rn that the tube needed to be pulled back. The neuro rn came back to the unit and pulled the tube back about 5 cm. A second-place confirmation abdominal x-ray was obtained later that day, showing the ¿enteric tube with tip in the distribution of the stomach.¿ the physician wrote the ¿okay to use¿ order after this. The feeding tube was documented as being at 52 cm and secured with a nasal bridle. Tube feeding was started that night via the side port. Twenty days post the initial ed visit, the feeding tube was noticed to be broken. At the same time, it was noticed that the stylet was still within the feeding tube. The broken tube was removed and replaced. There was no harm from the retained stylet. The original intended procedure was the insertion of feeding tube for nutrition. The feeding tube was discarded.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.